Event description:
It was reported that during a hand assisted laparoscopic procedure, the surgeon inserted his hand inside the abdomen and as he was tightening the seal cap assembly around his hand, to maintain pneumoperitoneum, the seal cap assembly tore. The surgeon had to convert the procedure from lap to open case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/14/2009. Information anticipated, but unavailable at this time.